Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and failed due to 0 volts. A review of the share logs was performed and loss of connection was found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause was determined to be root cause cannot be determined-post investigation. The reported event of signal loss over 1 hour is reportable based on the customer complaint was confirmed because a loss of connection was found. No injury or medical intervention was reported.